Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary uncovered stent was implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Reportedly, the patient's anatomy has a "very narrow stricture" and was not dilated prior to stent placement. According to the complainant, the physician was able to fully deploy the stent. During the removal of the delivery system, the stricture was very tight and re-sheathing of the delivery system was not possible. The physician repeatedly pulled the delivery system until it was removed, however, the inner catheter was detached. The detached piece was retrieved using forceps. The stent remains implanted at the desired location and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.